Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Explant date is an estimated date based off the aware date as the exact explant date was not reported.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. A report was received that the patient underwent an explant procedure for an unknown reason. It was further reported that on (B)(6) 2018 the patient had their greenfield filter removed. It was determined that the patient no longer needed the filter. The procedure was successfully completed and the device was removed from the patient. The patient was doing fine following this event.